Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, when this right atrial (ra) lead was connected to a newly implanted device, high out of range pacing impedance measurements of greater than 2000 ohms were exhibited. High threshold measurements and oversensing of noise was also observed. No pacing inhibition or asystole noted. The ra lead was removed and reconnected to the device but the issues above were still observed. The physician decided to implant the ra lead with the device, but turn off its function. It was noted in previous interrogations of the patient prior to the procedure that there were fluctuations in impedance measurements and noise involving the ra lead. The patient will continue to be monitored and the ra lead remains in situ. No adverse patient effects were reported.